Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted successfully and the patient was sent to recovery. Several hours later the patient had EKG changes and was brought to the cardiac catheter lab. They were unable to reaccess the right coronary artery and the patient subsequently died. It was reported that the native valve leaflet obstructed the coronary ostia.

Manufacturer narrative:
Additional information was received that the electrocardiogram (ECG) change reported was st depression. The cause of death was an inability to advance the stent through the valve strut. No autopsy was performed. If information is provided in the future, a supplemental report will be issued.